Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the station had lost connection. The field service engineer (fse) found that the windows firewall was enabled. The fse changed the firewall setting. Additionally, fse unplugged and reseated the network cable and rebooted the station. After reboot, the station was connected and communicating normally. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had lost connection. The system was showing as offline on remote support service. The station showed power on their end, but the touchscreen and keyboard were unresponsive, and the station was reported as offline however, there were no delays or adverse events or injuries reported based on this event.